Event description:
Discrepant results for three pts when comparing inratio and lab. Patient #1: inratio inr=2.3 and two lab tests done, 1st lab inr=5.0 and 2nd lab inr=6.0. Patient #2: inratio inr=6.3 and the lab inr=9.8. Pt's range is (2-0-3.0) did have signs of bleeding - was bleeding from the ears, nose, mouth, and had blood in her urine. Pt given vitamin k and retested next day with the inratio meter inr=3.0 and the lab inr=6. Patient #3: measured inratio inr=4.5 and the lab inr=5.6. Pts had lab sample drawn within 5 min. Of inratio test.

Manufacturer narrative:
Investigation pending.